Manufacturer narrative:
The customer emailed the rse and stated the issue had been corrected. Multiple good faith efforts were made to obtain information regarding device repair with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device had a check vent alarm led failure when powering on the unit. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The caller advised found an 1105 error code in the significant event logs. The rse advised the caller it was suspected the power switch overlay needed replacement and provided part information to report a replacement.